Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Following siemens' instructions, the customer performed service method testing (smts). The reagent 1 (r1) probe was replaced due to a failed alignment test. A precision study was performed and ran with acceptable results. The system was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated three times on the same instrument. The first repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.